Event description:
Patient developed pain in left knee. Evaluation indicated loosening of implanted prosthesis on medial side. Patient required removal of unincompartmental arthroplasty left knee, currettage and bone grafting of large cyst left knee, and insertion of total knee prosthesis. There was no information available regarding patient's original procedureinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.